Event description:
It was reported a -no disposable pump won't run- alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flow stop lot number 4227746 and expiration date 11/25/2026. New cassette primed and then alarmed -no disposable-. Successful troubleshooting. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.